Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with pump error 38 alarm during rewinding. Unable to perform the displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found jammed motor gearbox. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: partially broken reservoir tube lip, partially broken retainer, broken belt clip rails, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, missing display window cover, scratched case and minor scratched lcd window. Cosmetic damage was confirmed at the pump case. Pump error 38 alarm due to jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack in the case of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1712k was returned for analysis.